Event description:
It was reported that a balloon rupture occurred. A 90% stenosed target lesion was located in a mildly tortuous and moderately calcified superficial femoral artery. A 5.00 mm / 2.0 cm / 90 cm peripheral cutting balloon was selected for use. During procedure, at inflation, it was noted that the balloon ruptured. The device was simply removed from the patient's body. The procedure was completed with a non-bsc device. No patient complications were reported. The patient was good post procedure.